Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after experiencing diaphragmatic and nerve stimulation. On interrogation it was noted that the right ventricular (rv) his bundle lead exhibited unstable thresholds and under-sensing. The lead was reprogrammed and turned off and the following day was removed and replaced. It was also reported that x-ray completed when the his bundle lead was being removed and when the pocket was open, that the patient was a twiddler and the right atrial (ra) lead while still attached had no slack and was found to be in the superior vena cava. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.